Event description:
Report received that the pump stopped functioning without alarming. It was reported that the pt was very critical and was sent for a test in CT scan. The medications infusing were dopamine at 5 mcg/kg/min and levophed (4mg in 250ml fluid=16 mcg/ml) infusing at 70 ml/hr (18.67 mcg/min). The pt was reported to be "very dependent on the drips". On the way back to the unit, the pump reportedly stopped functioning. The customer contact reports that the pump was plugged in prior to transport to CT and was plugged in during the CT scan. It was also reported that there was no alarm alert prior to the pump ceasing to function. Upon arrival to the unit the pt's blood pressure was "50 systolic". The doctor was present at the time, and as soon as the pt arrived in the room, they were "aggressively taking action with the pt". The drips were restarted on other pumps. It was reported that the pt was "compromised, but did not lose vital signs". The pt was "already on ventilatory support" and "did not lose a heart beat", but required "one epinephrine and one bicarbonate" to be given. Though requested, no further info was available.